Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppresser and power cord assembly were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system circuit breaker tripped three times during a case. There was no patient injury reported.